Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed that no abnormalities or deviations besides the length of time to the last energy check can be identified. The reported treatment was the 11th one on that day, more than 4 hours after the last energy check. This does not comply with the instructions for use. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on alcon wavelight's acceptance criteria. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the device. The settings were as per recommended cut settings. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported slower than expected visual recovery, corneal edema, and blurry vision of the right eye following corneal inlay procedure. At one day post procedure the patient is reported to be doing well with mild corneal edema and instructions to continue the post operative drop regimen. At one week post procedure the patient complains of vision being hazy at distance and near and is required to wear reading glasses. The physician noted central corneal edema has reduced. At one month post procedure the patient reports blurry and hazy vision and does not feel his vision has improved much. The physicians noted the corneal edema continues to reduce and is stable. At three months following procedure the corneal edema has resolved and the patient reports vision is slowly improving.